Manufacturer narrative:
Correction: section 1a has been updated to include patient identifier. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified saline mentor breast implants and experienced unilateral deflation on an unspecified side postoperatively. As a result, the patient underwent device removal and replacement with an unspecified breast implant on (B)(6) 2002.